Event description:
The patient reported via the manufacturer representative that she had acquired an infection and the system was removed. The issue was resolved at the time of the report.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260 , serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. If information is provided in the future, a supplemental report will be issued.